Manufacturer narrative:
Other text: additional information: a1, b5, and h6 ( health code). Device evaluation: one cadd solis vip pump was returned for analysis. Functional testing was performed. The customer's problem was confirmed in that at least one of three delivery accuracy tests performed was outside of the published of plus or minus 6 percent specification. It's recommend that the pumps expulsor be replaced in order to bring the delivery into a more nominal of a range.

Event description:
Additional information was received indicating that there was no patient involved.

Event description:
Information was received indicating that a smiths medical cadd solis vip pump failed the volume test. No adverse effects were reported.